Event description:
It was reported that the patient was experiencing inadequate pain relief due to spinal cord stimulation (scs) lead had impedances. The patient underwent full system replacement procedure and was doing well postoperatively. The explanted device components were not returned as it was kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few months to the date the manufacturer became aware. Block d2b: product code; qrb. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 597067, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief due to spinal cord stimulation (scs) lead had impedances. The patient underwent full system replacement procedure and was doing well postoperatively. The explanted device components were not returned as it was kept by the facility.

Manufacturer narrative:
Sc-1232 (sn: (B)(6). Investigation activities: the returned ipg was analyzed. The ipg passed visual inspection and was able to connect to a known good remote control and impedance measurements were within the expected range. The ipg was also able to pass a functional test without any anomalies including the impedance test. Stimulation was also monitored on an oscilloscope and no anomalies were observed. Labeling review: a labeling review did not reveal any anomalies as it states: the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation include: undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief, system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Investigation conclusion: investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.